Event description:
It was reported when using the bd vacutainer® no additive (z) tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: the "non-bd caps are popping off."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off could not be confirmed. The visual evaluation of the photo does show that the caps did come off the tubes; however, the caps that are seen in the photo are not the bd specified closure for this product. Per specification for catalog 366703, it is required to have a clear hemogard closure with a red stopper; the photo shows an orange closure. Therefore, the failure mode of stopper pop off cannot be confirmed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: the "non-bd caps are popping off."